Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an unconscious patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functionality stress testing with the returned accessories on a simulator without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs does show evidence to suggest the user was in lead ii instead of pads view. Pads are attached however, there is no signal being displayed because the lead view is in lead ii. There appears to be several fault conditions logged in this lead view that can be displayed for several reasons including poor placement or coupling of the electrodes/pads to the patient. The customer had the ability to change lead view. Therefore this claim is being closed as the device performed to specification. Analysis of reports of this type has not identified an increase in trend.